Event description:
It is reported that insulin pump has physical damage. Case and battery cap thread is broken. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. Blank display due to corroded battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)